Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead experienced increased thresholds and loss of capture resulting in syncope.